Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-01820. It was reported that following a coronary artery stenting treatment procedure, the patient had target vessel restenosis and required a target lesion revascularization (tlr). In (B)(6) 2007, the index procedure was performed. The target lesion was located in the mid right coronary artery (mid rca). The lesion was treated with placement of two taxus express2 stents of size 3.00x24mm and 3.50x24mm. The patient was discharged on bayaspirin and plavix. In (B)(6) 2012, the patient had unstable angina and a 3.50x5.0mm lesion with more than 90% restenosis was found in the mid rca. The patient was hospitalized and underwent a target lesion revascularization. The lesion was dilated with an unknown balloon catheter with 0% residual stenosis. The event was resolved and the patient had no angina symptoms at 5-year follow-up in (B)(6) 2013.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
It was further reported that in (B)(6) 2007, clinical status assessment indicated the patient¿s qualifying condition as stable angina pectoris (ccs class ii). The target lesion was a de novo lesion with 99% stenosis and was 23.0mm long with a reference vessel diameter of 3.60mm. Lvef was 71% and timi flow grade was 1 pre-index procedure. The target lesion was treated with pre-dilation and placement of two taxus express2 stents with no gaps, with 0% residual stenosis following post-dilation and timi flow grade improved to 3.

Manufacturer narrative:
(B)(4).